Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific receive information that a pocket revision procedure was performed. This left ventricular lead had eroded through the patient's skin. The tissue was removed from the lead and the lead was replaced in the pocket. Post operatively, the patient with this lead became agitated and interrogation was minimal. The following morning, interrogation revealed increased threshold measurements. The device was reprogrammed. No diaphragmatic stimulation was reported. A decision regarding lead revision will be made in the future. No further patient symptoms were reported.